Event description:
On (B)(6) 2012 patient admitted with USA, and films reveal a 90% stenosis in the distal rca. 3.0x33 xience prime ll deployed with good results, and patient discharged at the time on brilinta, changed to plavix at office visit later. On (B)(6) 2013 patient is taken off asa and plavix in preparation for colonoscopy on (B)(6) 2013, and cholecystectomy on (B)(6) 2013. A note that time by diagnostic cardiologist states that it has been greater than 1 year since patient's drug eluting stent placement, and patient will be off plavix for gi procedures. On (B)(6) 2014 patient admitted with stemi, and (B)(6) states that patient has been off plavix since gi procedures (B)(6) 2013. Taken emergently to cath lab and films reveal 100% thrombotic occlusion of proximal edge of previously placed stent in distal rca. Dilated with 2.3x15 trek rx, and 3.5x23 xience xpedition rx deployed overlapping edge of previously placed stent, with good results. Patient discharged with physician documenting that patient will need to be on lifelong plavix.